Manufacturer narrative:
Device evaluation: one device was received. The visual inspection found that both tamper seals were removed. The device had chipped top case corners, a cracked bottom case in the battery bay and battery door, and the left plunger case screw post was broken. During the functional testing, a "primary audible alarm" was found in the event history log, but the alarm was unable to be duplicated. A high profile c9 capacitor was found on the interconnect board. No problem was found and root cause was unable to be confirmed. The most probable cause for the error is due to the high profile c9 capacitor found on the interconnect board. The interconnect board was replaced as a preventative measure. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed primary audible alarm. No further information provided. No patient injury.